Event description:
It was reported the pt experienced telemetry issues and the device had been overdischarged. The MFR's rep attempted two physician mode recharges, but was unsuccessful. It was noted the device was not flat to the skin, but only "sticking up on one edge" which did not allow for good communication between the device and the recharger. The device will be repositioned following an analysis of the pt's wound to rule out any potential infection. No other symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.